Event description:
Stimulation therapy changed as the patient moved. The implantable neurostimulator system was going to be explanted due to the positional stimulation. The patient believed surgically placed leads should have been used and would have been more beneficial to him. There was no known accident or incident related to the complaint. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.